Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The customer did not know the blood glucose reading. Upon troubleshooting, the customer stated that insulin did not exit during the a manual plunger push. She was advised that the no delivery alarm had not been caused by the insulin pump per troubleshooting, and it had been caused by an occlusion. The call was disconnected prematurely and the customer could not be reached during a call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.